Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿if there are official standards on the applicability of endoscopy and endoscopic treatment that are defined by the hospital¿s administrators or other official institutions, such as academic societies on endoscopy, follow those standards.¿ olympus investigation concludes that the cause of the suggested event was assumed that the device was insufficiently reprocessed. However, it was difficult to specify the cause because the device was not returned and details of the suggested event in the user facility as well as details of the foreign material were not confirmed. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The biomed at the user facility stated that after reprocessing of the device, they put a brush thru the channel and brought out fecal matter. Olympus technical assistance center (tac) instructed the customer to perform a prolonged soak and manually clean the scope. The customer was provided with the reprocessing manual. Additionally, tac suggested using eto sterilization if it was available and send the scope in for repair, inspection. The device has not been returned for evaluation. If additional information becomes available or the device is returned, a supplemental report will be filed.

Event description:
A user facility reported that after use on a patient with insufficient bowel prep, fecal matter keeps coming out of the scope after being reprocessed seven times. There was no patient injuries reported. No additional information has been obtained.